Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. When the lead was connected to the device, noise was observed. The lead was then tested via pacing system analyzer (psa) with noise again observed. The lead was then placed in both the ra and right ventricular (rv) ports and noise continued to be observed. Another lead was successfully implanted. No adverse patient effects were reported related to the implant procedure.